Event description:
It was reported that gauge broke during trialing.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the tension gauge confirmed the stated failure as fracture occurring on the 2mm end of gauge. The device was manufactured in 1996, showing significant signs of wear/use. Our investigation did not determine a specific cause of the stated failure. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. No further clinical/medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.